Event description:
It is reported that a sensor part from a patient's insulin pump was missing when the patient extracted the sensor from his body. It was suspected that it was broken into pieces and left in the patient's body. The patient appeared to have experienced sharper pain than usual during extraction. The patient's blood glucose was not recorded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected two opened and used partial sensors and checked introducer needle for burrs and hooks, dull needle tip defects and none were found. Found sensor cannula broken near sensor base. Customer returned only one sensor.